Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm when they were doing a bolus. The customer's blood glucose level during the incident was 348 mg/dl. The customer took insulin by a syringe. Troubleshooting was not completed because the customer was feeling low and had a low blood glucose level of 44 mg/dl. Jim from the customer's nursing home came in and said he would get help. A nurse was able to assist the customer for the low blood glucose. The customer was advised to call back to finish the troubleshooting.